Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that she had a rash that was pink/red accompanied by little bumps and clear fluid. On (B)(6) 2016, visited her doctor for the issue. Patient's doctor gave her an antihistamine prescription for the rash, which was to be used prior to applying the sensor pod. At the time of contact, the patient was in good condition and stated that the rash had gone away after a week. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event skin reaction was not confirmed. A root cause could not be determined.